Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Can you please clarify what was meant by, ¿device would not move?¿ were the jaws of the device able to be closed? If yes: when the device would not move, was any portion of the target tissue stapled or cut? If yes, were the staple line and cut line approximately equal in length? When the device would not move, was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? How was the procedure completed? The handles would not move to open the product. Just to confirm, when the handles would not move to open the product, was the device locked on tissue with the jaws closed? If yes, how was the device removed from the patient? Did the jaws eventually open? The device was never used on the patient. The surgical tech makes sure everything is in working order before used on the patient. This particular one would not open. The second one they opened did work. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure the device would not move. No additional information was available. It is unknown how the procedure was completed. There was no patient consequence reported.